Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported events cannot be confirmed. However, these events were most likely impacted by the progression of the patients' underlying valvular disease pathologies with svd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article: "carpentier-edwards supra-annular aortic porcine bioprosthesis: clinical performance over 20 years" by w.r. Eric jamieson, et al., the following events were identified as pertaining to the carpentier-edwards supra annular sav aortic valve model 2650. There were 139 cases of structural valve degeneration (svd) were noted, of which: 109 events required reoperation (6 patients died after redo); 20 events of death attributed primarily to svd; 5 events detected on echo showing severe stenosis and insufficiency. As per the kaplan-meier graph, the observed svd's occurred after 7 years from implantation in the population older than 61 years of age and before 7 years from implantation in the younger population.